Event description:
The facility reported a pump with failure code 703.it is unk when this failure code occurred.there was no patient injury or medical intervention necessary according to the hospital representative.